Event description:
Patient with abnormal gigantism received knee-tep in (B)(6) 2011. Revision because of breakage of nrhk tibial stem extension.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation could not draw any conclusions about the reported event; however, the factors mentioned in the material scientists report may have contributed to an increased stress level on the tibial stem screw, initiating the fatigue and eventually causing its fracture. No material defects were observed on the fracture surfaces, nor were manufacturing deviations or anomalies found from reviewing the device history records for the tibial stem screw. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.